Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported a postoperative diagnosis "grade 4 capsular contracture". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device is related to the reported event capsular contracture received on (B)(6) 2024, with lot number 1187230. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Physician reported later via postoperative diagnosis "grade 4 capsular contracture". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 30apr2024.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Physician reported later via postoperative diagnosis "grade 4 capsular contracture". Device has been explanted.